Event description:
Device malfunction: marker lumen blockage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the device was flushed during prep; however, there was no pulsatile blood flow during insertion into the pt's anatomy. The device was removed and hemostasis was achieved using a second unspecified device. There was no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.